Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was selected and advanced to the lesion. However, around midway in the procedure, it was noted that the shaft broke. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was loosely folded. The hypotube shaft was completely separated 85cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There were numerous shaft kinks in the inner and outer shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was selected and advanced to the lesion. However, around midway in the procedure, it was noted that the shaft broke. The procedure was completed with a different device. No patient complications were reported.